Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received stating that there were no incidents during the procedure that may have caused or contributed to the high impedance.

Event description:
Additional information was received stating that the vns patient¿s replacement surgery was initially scheduled to only be a generator replacement due to battery depletion. Prior to the procedure, the patient¿s device was tested and diagnostic results showed lead impedance within normal limits. During the procedure, the replacement generator was tested with the existing lead and diagnostic results showed high impedance. The surgeon confirmed complete lead pin insertion and visualized a lead break. The patient¿s lead was subsequently replaced and the procedure was completed.

Event description:
It was reported that the vns patient underwent generator and lead replacement surgery on (B)(6) 2014 due to battery depletion and lead discontinuity. The explanting facility will not return explanted devices to the manufacturer for analysis; therefore, no analysis can be performed.